Event description:
Patient reported that device is "frozen" (it will not respond when it buttons are pushed). Patient alleged that their blood glucose levels were affected by the "frozen" display; patient has had high blood glucose (240 mg/dl) issues since 2004. Patient plans to switch to alternative insulin delivery method while patient waits for their replacement device to arrive.